Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record determined the device was not cutting properly; the motor speeds were unstable, the width plates were damaged, the e-ring, reciprocating arm, bearings, neckpiece, spring seal, and screws were corroded, the swivel was loose, and the hinge gasket was missing. The motor, sleeve, reciprocating arm, bearings, neckpiece, spring seal, e-ring, screws, hinge, and swivel were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign: malta.

Event description:
It was reported that the unit was not working properly during inspection before starting surgery. The air dermatome hand piece was not constantly cutting since the motor was going on and off at intervals. Another unit was provided instead of the first dermatome. Patient not affected as there was no patient involvement. Due diligence is complete, there is no additional information available.